Manufacturer narrative:
This report is being updated to provide investigation findings. Additional information is reported in d4 (UDI) h4, h6, and h10. The device history record (DHR) for the complaint device has been evaluated. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Conclusion: the definitive cause of the reported event could not be established. According to the customer, it was determined there was an issue with the scope used (model and serial number are unknown), and there was no problem with the device referenced in this report.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for physical evaluation. During follow-up communication with the customer it was reported that the scope caused the issue and the cv-190 is working as it should. The model and serial number of the scope was unknown. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera iii video system center, the device displayed error code b30. There was no impact to the patient as a result of this occurrence.